Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not opening. A technical support specialist (tss) confirmed that item was in an external fridge, and the count was off in the fridge, drawers where working fine issue was resolved. The system functioned as intended after the technical support specialist verified the device.